Event description:
It was reported that an ilet pump became unresponsive during a supply change, with the screen going black and later the device becoming stuck on a ¿press and hold¿ prompt, and a replacement pump was provided. Symptoms included hyperglycemia with a highest blood glucose of 346 mg/dl, with elevated glucose over 180 mg/dl for more than one hour, without ketone testing, medical intervention, or acute adverse effects. Outcomes included temporary interruption of therapy and device replacement, with the user later requesting assistance to set up the replacement pump due to a language barrier and difficulty locating the cgm pairing code. Investigation included remote troubleshooting, follow-up attempts to document the screen state, and coordination of device replacement and inspection of the returned device. Failure investigation revealed no fault found with the device.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."